Manufacturer narrative:
The balloon catheter was returned in a deflated state. Blood and contrast were present in the balloon and distal outer. The sys was pressurized in the product analysis lab to locate the burst. The balloon was then inspected under magnification. A balloon pinhole was confirmed in the balloon wall located on the proximal end of the balloon, measuring 1 millimeter in length. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material or with the ro markers that could have contributed to the burst. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It is reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and moderately calcified mid left anterior descending artery. After the implantation of a non bsc stent, post dilatation was attempted with a 3.0 x 8 mm quantum maverick monorail balloon catheter. During the initial attempt at inflation, the balloon ruptured at 12 atms. No pt complications occurred. The pt status was satisfactory.